Manufacturer narrative:
H10: the actual device was not available; however, three (3) photographs of the sample were provided for evaluation. The photographs were visually inspected and a separation between the female connector and the main body of the twist clamp was observed. The reported condition was verified. The cause of the condition was related to inadequate solvent application between the female connector, insert chip, and main body during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector (dark blue area) of a minicap extended life pd transfer set was broken; there was a separation between the female connector and main body. This was observed during set up of the device for peritoneal dialysis therapy, to flush the catheter. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.